Manufacturer narrative:
(B)(4). Batch # unk. Investigation summary the device was not returned, therefore an analysis investigation could not be performed. In addition, a valid lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during a laparoscopic procedure shear tips broke off, but was retrieved from surgical field. It is unknown if another like device was used to complete the procedure. There were no patient consequences reported.